Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes underfilled. There was no report of patient impact.

Event description:
It was reported that during use with an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode.